Event description:
Reportedly, the device was explanted after an implant duration of 2 months due to paravalvular leak of grade 2-3. Description: intra-op echo showed minimal pv-l at non-coronary annular. At rehab echo on (B)(6) 2011 showed 3 pv-leaks: 2 small pv-l with no progress, grade I+,jet seen anterior and septal, no indication for re-op, next follow up at site in (B)(6) 2012. Interim follow up: patient reported dyspnoea, echo shows new pv-leak; grade ii-ii, no dislocation of av transthoracal seen. Patient admitted at site for more exams on (B)(6) 2012. Explant of study av (B)(6) 2012, suspicion of endocarditis, smear culture negative, crp increased. A commercially available 23mm magna ease valve was implanted, without complications.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 3300tfx which is marketed in the u.s. Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device was received and decontaminated at our site in (B)(6), and is currently on its way to our lab in (B)(6) for evaluation. The device history record (DHR) review is currently in progress. The additional information from the site is pending completion. The implant and explant surgeon information has not been disclosed. Endocarditis was suspected but not confirmed.

Manufacturer narrative:
Evaluation summary attached: a section of the valve frame was bent inward. In this bent section of the frame, the loose knitted polyester (pet) cloth was moved from the frame edge towards the outflow end. The polytetrafluoroethylene (ptfe) cloth was tightly stretched over the frame edge causing several of the chevrons to become exposed. The rest of the frame appears to be properly expanded and flared. The stainless steel frame remained firmly attached to the valve around the full circumference of the sewing ring and no opening between the valve and the frame was observed. The leaflets had good coaptation and appeared to be in good condition. A leaflet abrasion, however, was observed in leaflet #3 (l3). The abrasion is consistent with leaflet damaged caused by a suture tail. Conclusion: except for the bent frame section, the valve appears to be in good condition. Metzenbaum scissors were reported as the tool used to facilitate the explant. The curvature of the frame deformation is similar to the curvature of the tip of metzenbaum scissors. Wedging the metzenbaum scissors between the clothed frame and the native annular tissue and then performing a blunt dissection are likely to result in frame deformation similar to that exhibited by the explanted valve. Wedging the metzenbaum scissors between the clothed frame and annular tissue and performing a blunt dissection are also likely to displace/separate the loose knitted cloth from the frame. Method: x-ray. On 02/10/2012, device was received in (B)(4), decontaminated and repackaged for shipment to (B)(4) for evaluation. Device was received at the lab on 02/22/2012 for evaluation and given to research and development for further analysis. The rd report was completed on 03/20/2012. Conclusion: the root cause of the reported paravalvular leak (pvl) cannot be determined based on the evaluation of the returned valve. The observed bent section of the frame and the associated displacement of the pet and ptfe cloth is believed to be caused by the surgical instrument used by the physician to remove the valve during explant. A simulated explant of a 21 mm intuity gen ii valve in a polyurethane (pu) annulus using the same surgical tool resulted in a valve with bent frame similar to the bent frame seen in the explanted valve.